Event description:
Device 1 of 4. Reference MFR report: 1627487-2012-13021, 1627487-2012-13023, and 1627487-2012-13024. The pt received 6 leads (there are 4 different lot numbers). It was reported the pt no longer had effective stimulation. One of the supraorbital leads (off-label) had migrated down closer to the pt's eyebrow. Follow up stated the pt was revised, programmed, and reported stimulation at the desired location. It was undetermined which lead was the supraorbital lead, so all possible leads are reported.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.